Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The insulin pump had a cracked case at a display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had a blank screen display. When display came back on, esc button was not responding. Customer's blood glucose was 550 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.